Manufacturer narrative:
The device was not available for evaluation, since hospital data is confidential and no product return could be planned. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed. Based on further investigation, the units go through balloon, winding and inflation/deflation inspection performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this fogarty catheter did not deflate after a single use. A new catheter was used to solve the issue. Unfortunately, since the hospital name is confidential no further information could be obtained, and patient demographics were not available. There was no allegation of patient injury reported. The device was not available for evaluation, since hospital data is confidential and no product return could be planned.